Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported the cord on the mobile power unit (mpu) was curling up. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ac power cord ¿coiling up¿ was confirmed during evaluation of the returned mobile power unit (serial number: (B)(6), however, it was not found to be atypical. The observed cable bending coincided with how it was wound during the manufacturer¿s final packaging. The unit was functionally tested and found to perform as intended. Preventative maintenance was performed, and the serviced unit was returned to the customer after passing all tests per procedure. A new ac power cord was included in the shipment for customer comparison. The root cause of the reported event was determined to be normal bending associated with the cord¿s packaging. The heartmate 3 patient handbook section 6, entitled ¿caring for the equipment¿, explains how to properly care for all equipment, including the mobile power unit. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.